Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were no patient medical records available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event seems to be user error. The intentional repositioning of the devices is not per manufacturing instructions for use. The device was not returned for further evaluation and no images were available for clinical review. Potential contributing factors to the reported event include; patient anatomy, off label repositioning of the devices, urgent evar procedure, severe calcification, iliac disease, and a chronic left iliac dissection.

Event description:
See file for resubmission.